Event description:
Placed 1/13/98 for infusion of medication for urinary tract infection. When the nurse attempted to flush on 1/15/98, the pt complained of pain. The nurse found swelling at the site and removed the catheter. She discovered it had ruptured when only 1 cm of catheter came out. The patient was x-rayed and the remainder was located in the right upper arm. The remaining catheter was removed surgically. The pt suffered no ill effects due to the incident.